Manufacturer narrative:
(B)(4). Service history review: lot #003936 a service history of the past three years has been reviewed. The item was previously returned for service on 29-feb-2012 due to electronic control damage. The customer called in a service request for this item on (B)(6)-2014 and reported an inoperable device. There are possible relevant issues identified in the service history review, but no conclusion can be drawn. The manufacture date of this item is (B)(6)2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the item was not working. The repair technician reported the motor was seized and motor failure as the reason for repair. The cause of the motor failure is unknown. The circuit board, motor, and membrane switch/flex circuit were replaced as well as all applicable components. This item was repaired and passed final inspection on 1-apr-2014 and returned to the customer on 2-apr-2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented a hand piece for battery powered drive is not running. Found post-operatively by the spd. Device was not used on the patient. No negative impact to patient. No delay. Another hand piece for battery powered drive was available in surgery that was used.

Manufacturer narrative:
This device is used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.